Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received three shocks and came to the emergency room. Noise was observed on the ventricular sense/pace channel. The lead was capped and replaced.